Event description:
It was reported that the bd¿ enteral syringe experienced foreign matter, contaminated. The following information was provided by the initial reporter: med-rx sterile 3x50ml oral/enteral syringes with tip cap found to contain some moisture inside prior to preparing breast milk. Set aside all syringes in packaging even though one syringe per package contained moisture. Kept in milk room at this time.

Manufacturer narrative:
H.6. Investigation summary: it was reported the syringes were found to contain some moisture inside. To aid in the investigation thirty-four samples in opened packaging blisters labeled chs were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. There were no droplets of any kind. A device history record review was completed for provided material number 305864, lot 2243934. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.